Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a migration of the electrode array out of the cochlea.the device was explanted on (B)(6), 2014, and the patient was reimplanted with a new device during the same sugery.

Manufacturer narrative:
This report is filed june 6, 2014.